Event description:
When a physician used the subject device for a hysterectomy, the probe broke. The broken piece of the probe was taken out. The physician replaced the subject device with a different unit of same model. There was no patient harm reported.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required. (B)(4). The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke at 13 mm from the distal end on november 7th, 2012 both the probe tip and the grasping section had a contact mark with each other. The fracture developed from the contact mark as the starting point. The ptfe pad of the device was partially worn. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the probe with cracks was broken by physical stress in the procedure. The cracks were developed from the contact mark on the probe by activating output during the procedure. The contact mark was made since the user kept activating output with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The ptfe pad was partially worn due to being activated output of the device when the user grasped tissue while twisting the grasping section. The instruction manual of the subject device already warns; do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or positioning the tissue, or twisting the shaft, or rotating the rotation knob. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the thunderbeat instrument, and then activate. Otherwise, it may cause the deforming/split/protruding of ptfe pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity. Based upon the finding of the evaluation, this report appears to be related to user handling. This type of the ptfe damage is most likely related to the operator's technique.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The manufacturing history was reviewed, with no irregularities noted. Based on similar cases with the same model, the probe presumably broke since the probe was damaged because the physician activated ultrasound output while the probe was in contact with metal such as a clip, and besides the physician continued to use the damaged device, the probe was cracked. The tb-0535pc instruction manual already states; warning: do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips or other instruments (e.g., uterine manipulator). Do not apply only the probe tip to the tissue with a strong force, twist while grasping the tissue or, pull the probe tip up grasping the tissue. Otherwise, it may cause the probe to break prior to an error window or alarm tone being generated. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.